Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the cap piercer of their synchron lx20 pro clinical chemistry system was overflowing. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and eye protection. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
Bec cts (customer technical support) advised the customer to turn off the cap piercer and only run non capped samples. A field service engineer (fse) went on-site and inspected the system and noted a weak performing waste line valve. Fse removed and replaced the waste valve which resolved the issue. Repair was verified per established procedures. The cause of the leak was a weak performing valve. (B)(4).